Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive issue on (B)(6) 2026, as the infusion set patches did not stick to the skin upon insertion. The patient resolved the issue by changing the infusion set and successfully resumed insulin delivery.